Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing that led to inappropriate automatic mode switch episodes. Programming changes were discussed but not made. There were no patient consequences.